Event description:
Went to a plastic surgery office to get a laser peel -sciton. The office of dr (B)(6) assured me that the laser would make the skin turn red for 3 to 4 days, the result was a massive peel for 8 days. My skin has continued to develop deep lines and open pores. It is very dry and resulted in inflammation to the bottom layer of the skin. Currently, my dermatologist has put me on prescription strength cortisone to stop the severe inflammation. The dermatologist expressed that due to the laser, there is a chance I may never be able to use products or exfoliants again as a result to the laser burn. Dose or amount: 20 microns, frequency: 20 microns, route: dates of use: (B)(6) 2010. Diagnosis or reason for use: skin treatment.